Event description:
The customer reported the pump was programmed using the wrong concentration. The pt was reported to be 'sedated". The pca was discontinued. Intended programming was 4mg/hr continuous rate, 1mg every 15 minutes, 4 hour lockout 40mg. Although requested, no further pt or event info was reported.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's request for an event log review has been completed. The customer reported that the pca was programmed using the wrong concentration; however, although it was requested, the customer did not provide any info regarding the intended concentration. Review of the event logs confirmed that on (B)(6) 2013 at 12:26 am, the user programmed pca, sn (B)(4), using guardrails for an infusion of morphine at a concentration of 1 mg/ml. The user selected pca continuous mode with a pca dose of 1 mg, continuous dose of 4 mg/hr, max limit of 40 mg/4 h, and a lockout of 15 minutes and started the infusion. Two bd 30 ml syringes were used for the infusion of morphine. The first syringe was installed and programmed at approx 12:27 am and the second was installed and programmed at 4:49 am. A total of ten pca doses were delivered, delivering a total of 10 ml. At 10:52 am, the pca module was powered off. The total volume infused was recorded as 49.34 ml. The root cause fo the reported pca programming error was not determined. Review of the event logs could not confirm any obvious programming errors.